Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe with luer slip had a broken plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe plunger flange damaged. The potential cause for the problem is a jam at syringe assembly station. As internal action for product, quality improvement will be performed for defects of damaged components and leakage.

Event description:
It was reported that bd plastipak syringe with luer slip had a broken plunger rod. No serious injury or medical intervention was reported.